Event description:
It was reported that during a percutaneous angioplasty procedure a balloon rupture, shaft fracture with detachment occurred. Vascular access was obtained via the right radial vein. The 60% stenosed target lesion was located in the non calcified and moderately tortuous subclavian vein. The 10.0 x 40mm mustang balloon catheter was advanced through a non bsc introducer sheath and inflated at 12atms/15sec and ruptured on the 1st inflation. It was noted that there was a circumferential tear on the balloon. As the device was being withdrawn with difficulty, from the patient the distal 5cm shaft portion broke and detached from the catheter at the patient's forearm. The physician was able to remove the detached portion with a hemostat with no complications. The procedure was completed with a 4.0 x 10mm non bsc balloon. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the balloon catheter in two sections, as a result of a break in the shaft. The break was located at 69.5cm distal to the strain relief and there was a complete balloon circumferential tear at 2cm distal to the start of the proximal transition zone. An examination of the shaft, at the break site, and of the broken distal section of the shaft found that both shafts were severely stretched. The distal section of the balloon circumferential tear was pushed out over the tip of the device. An examination of the stretched section of the shaft found that the proximal markerband is missing. It is likely that this detached as a result of the severe stretching of the shaft. Also received with the device was 6french introducer sheath. An examination of the sheath found that the sheath was flared at the distal edge and was bunched towards its proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous angioplasty procedure a balloon rupture, shaft fracture with detachment occurred. Vascular access was obtained via the right radial vein. The 60% stenosed target lesion was located in the non calcified and moderately tortuous subclavian vein. The 10.0 x 40mm mustang balloon catheter was advanced through a non bsc introducer sheath and inflated at 12atms/15sec and ruptured on the 1st inflation. It was noted that there was a circumferential tear on the balloon. As the device was being withdrawn with difficulty, from the patient the distal 5cm shaft portion broke and detached from the catheter at the patient's forearm. The physician was able to remove the detached portion with a hemostat with no complications. The procedure was completed with a 4.0 x 10mm non bsc balloon. No further patient complications were reported and the patient's status is ok.